Event description:
A customer reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was able to continue using the pump and was instructed to call back if the problem resurfaced.